Manufacturer narrative:
The device was received with the cannula assembly fully deployed. Inspection of the cannula assembly did not find the soft cannula bent or kinked. The download data did not show any timeouts or drive stalls during the run. The exposed portion of the soft cannula was found to have a tear and cause a leakage. Fluid was observed exiting the tear. It could not be determined when the tear occurred or if it contributed to the reported leaking during wear. No other damages or defects were found with the device, and the cause of the event could not be conclusively determined.

Event description:
It was reported the patient's blood glucose level rose to 32 mmol/l (576 mg/dl) while wearing the pod between 37 and 48 hours. When removed from the infusion site (leg), the pod's cannula was found bent and it appeared insulin had been leaking. The patient's mother called the hospital and spoke to a nurse and the nurse suggested to give the patient insulin injections using insulin pens. The patient's mother gave a 6.5 unit injection using an insulin pen.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: lockdown. Omnipod software app version: 3.1.2-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.